Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received. Additional contact information: (B)(6).

Event description:
The event involved a plum a+ infusion pump; the customer reported a short circuit occurred while turning on the pump. Smoke was coming out of the pump. There was no patient involvement, no adverse event and no delay in therapy.

Manufacturer narrative:
The device was evaluated for the reported condition; electrical safety test gives negative result. After ac cable has been replaced electrical safety test gives positive result. No smoke has been observed after switching the pump on. The pump operates without failures. The probable cause of complaint is the failure of the ac cable.